Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, no delivery/occlusion alarm, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-332a, mmt-398a. The customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Troubleshooting was not performed. The customer reported an insulin flow blocked alarm. The customer reported a keypad anomaly and/or stuck button alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-398a.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. No stuck button alarm noted during testing.. All buttons were tested for their functionality and all passed. Successfully downloaded pump history files and traces using thump software. No unexpected occlusions or insulin flow blocked alarm noted during testing. Pump was cut open to perform visual inspection and found moisture damage on electronic assembly and battery tube. The following were also noted during visual inspection: battery tube threads - cracked, scratched case and cracked case-corner of belt clip rails. In summary, customer alleged button unresponsive not confirmed. No delivery/occlusion alarm not confirmed. Moisture damage was confirmed on electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.